Event description:
It was reported during the implant procedure tha the the lead had high impedance, 1800-2600 ohms, at implant attempt. The helix had 'apparent failure' after multiple positioning attempts. (B) (4): the lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor distorted and the j shape was out of specification. No other anomalies were found. Evaluation summary: (B) (4) (B) (4) full lead.